Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) banding procedure. According to the complainant, during the procedure, while attempting to deploy a band the trip wire broke. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophagogastroduodenoscopy (egd) banding procedure. According to the complainant, during the procedure, while attempting to deploy a band the trip wire broke. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation was performed and revealed that the tripwire is not broken; however, it is bent and kinked in several places. The ligator head has three blue bands and one white band attached. The teeth of the ligator are severely damaged. The suture had detached from the ligator, but remained attached to the tripwire. There are a total of 8 knots in the length of the suture as manufactured. There are no indentations in the groove of the spool, which typically indicate that the wire had been cinched or an attempt had been made to cinch the wire. Functionally, the handle was able to be rotated and it clicked appropriately with each 180 degrees of rotation. The event that the tripwire broke could not be confirmed as the device returned with the tripwire intact. However, the evaluation found that the suture had detached from the ligator head. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.